Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. (B)(6).

Event description:
According to the reporter; after use of the device for a colectomy procedure a fistula was noticed after a waterproof test. The device is reported have been able to be squeezed and the staples could be released. There was no bleeding and no tissue damage. An open surgery with suture was done to complete the procedure. The surgery time was extended by more than 30minutes.